Event description:
It was reported that during a shoulder rotator cuff repair surgical procedure it was observed that the expressew iii needle device broke and generated two pieces. The device was in use with two expressew iii ac+ gun devices. The surgeon mentioned that the guns could capture other devices successfully. Another like device was used to complete the procedure. There was a twenty minute delay in the procedure reported. An x-ray had to be done to identify the broken part but it could not be found. The surgeon looked for the broken part arthroscopically. The broken piece was very tiny. The surgeon was not aware of any changes to the patient after the procedure. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.